Manufacturer narrative:
The device associated with this incident was not returned for investigation. If the device is returned an investigation will be conducted and a supplemental report will be filed.

Event description:
The patient was using the teladoc blood glucose meter and reported glucose readings in the 40s. They sought treatment in the emergency room, where they received a saline IV. Based on the reported readings, the patient's physician also adjusted their medication. Upon investigation, it was confirmed that the patient had been using expired test strips.

Manufacturer narrative:
The device associated with this incident was not returned for investigation. If the device is returned an investigation will be conducted and a supplemental report will be filed.

Event description:
The patient was using the teladoc blood glucose meter and reported glucose readings in the 40s. They sought treatment in the emergency room, where they received a saline IV. Upon investigation, it was confirmed that the patient had been using expired test strips.